Event description:
Right inguinal hernia repair with prolene mesh placed and secured to tubercular fascia in 2000. Had continual pain and discomfort after surgery. Return to surgeon regarding problems many times. Had continual abdominal pain, bowel problems, pain and weakness in right leg, could not walk right, could not push or pull or bend. Was scheduled for surgery again in 2003 for recurrent right inguinal hernia repair with mesh, placed again. In 2003 got a large lump in their right abdomen. Had same problems for months. In 2003 was scheduled for surgery for mesh granuloma right inguinal which was removed. In 2004 taken to emergerncy room because incision tore open from a large hematoma. Was opened again, hematoma removed and abdomen was packed with 15 feet of packing. Visiting nurse came. Had packing for weeks and took about five weeks from last packing for abdominal incision to close. Today still can't lift, pull, push. Still can't live normally.